Manufacturer narrative:
Reference reports 3012447612-2021-00184, 3012447612-2021-00187 - 3012447612-2021-00189. The product was not returned for evaluation, however review of the x-ray indicates one screw and plug are seen to be loosening from each other. The part and lot numbers were not provided, so the manufacturing records are not able to be reviewed. The cause cannot be determined. This event could possibly be attributed to unknown events, patient conditions, operational events or other causes. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that approximately two years after installation, a pedicle screw was found broken on x-ray. There is not a revision planned as the patient is asymptomatic. By reviewing the x-ray at zimmer biomet, it appears that a second screw is broken, and the plug is starting to loosen from a third pedicle screw, allowing the rod to shift with the loosened plug. This is report three of four for this event.

Event description:
It was reported that approximately two years after installation, a pedicle screw was found broken on x-ray. There is not a revision planned as the patient is asymptomatic. By reviewing the x-ray at zimmer biomet, it appears that a second screw is broken, and the plug is starting to loosen from a third pedicle screw, allowing the rod to shift with the loosened plug. This is report three of four for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.